Manufacturer narrative:
(B)(4). Selected ¿no information¿ and ¿not returned to manufacturer¿ to reflect the codes from the initial medwatch. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 9 of 13 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4) manufacturing date: 15 june 2015 expiry date: 01 june 2025, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 404.830 / 9504722 was manufactured in (B)(4), part number 404.830, lot# 9504722, manufacturing location: (B)(4), manufacturing date: 23 may 2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient needed a surgery for debridement on (B)(6) 2015 due to deep wound infection. Antibiotics, anticoagulants (clexane), analgesics and intensive care unit for physiotherapy. Infection after three weeks to six months post-op. Additional information received via e-mail on (B)(6) 2016: the patient had no debridement surgeries. Patient was still in pain, had to come back to hospital for CT. CT confirmed the avascular humerus head necrosis. Philos plate is removed and they implanted a shoulder prosthesis. Patient had no complications during the post-op period and left the hospital. This report is 7 of 11 for (B)(4).